Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va10n2h, product type: lead. (B)(4).

Event description:
A manufacturer representative reported that a patient implanted for gastrointestinal/pelvic floor was going from an advanced trial to a staged implant, and the patient had great success with the trial. When they opened up the pocket site, they noticed infection. The area of infection was the implantable neurostimulator (ins) and the infection was confirmed. The tined lead was removed and the patient needed to wait another six weeks before they could consider implanting again. The patient was scheduled to be implanted on (B)(6) 2015. It was unknown if the infection had been resolved.